Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a catheter shaft broke. The physician was trying to advance a taxus express2 3.0x8mm drug eluting stent through another stent. While forcefully pushing on the stent delivery system, the shaft broke midway on the catheter. The stent broke outside the pt. The broken stent delivery system was removed and the procedure was completed with several other stents. No pt complications were reported. Pt status is satisfactory.